Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter via survey, on (B)(6) 2025, the patient experienced a hypoglycemic seizure while sleeping. No specific readings were reported, but the cgm reading would have been inaccurate. No further details regarding treatment or outcome of the event were reported. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on 12/06/2025, the patient experienced loss of consciousness. An ambulance was called by the patient¿s daughter. When a fingerstick was taken by the paramedics the cgm reading was 300 mg/dl, and the blood glucose reading was 36 mg/dl. The patient was treated with intravenous fluids and was brought to the hospital. No further treatment was reported to be needed and after 5 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.